Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the seals leaked gas throughout the case. Upon inspection, it was determined that the seals had torn or ripped. It was speculated that the clip applier, used by the surgeon, had torn through the seals. To correct this condition, another trocar was used in its place. The was no patient injury.

Manufacturer narrative:
Device available for evaluation?

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The reported condition for this incident was that the seal was torn and the device leaked. One of the devices had a disengaged circular seal lodged in the cannula. Engineering determined that the observed damage was caused by rough handling of the device, specifically forcing the applier through the seal. Replication of the reported condition may be due to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.